Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer's caregiver reported that the customer received unspecified low sensor scan results and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer felt unwell, and was unable to self-treat, requiring them to seek medical assistance. A healthcare professional administered insulin (dose/type unspecified) to stabilize blood glucose levels. There was no report of death or permanent impairment associated with this event.